Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/24/2017. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: weight to spec, deformation device, wear abrasion and yellow encapsulation in the device. Cloudy and air voids in the gel observed after autoclave cycle. The unit is not rupture. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture of an unknown side. Device has been explanted.